Manufacturer narrative:
(B)(4) date sent: 3/5/2026. Additional information was requested, and the following was obtained: did the healthcare professional wait 15 seconds after closing the device before attempting to fire? Yes. What color reloads were used? Green. What was the surgical procedure? Sleeve gastrectomy. What was the indication for surgery? Obesity. What was the anatomical structure when the incident occurred stomach 5 cm from the pylorus. Was it the first or second firing? First. Any photos or videos available? If yes, please send to productcompliant1@its.jnj.com no. How was the issue addressed? Surgery converted to open surgery. What is the current patient status? He had a laparotomy, but is doing well. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No, upon first use what healthcare professional fired the device and what is his/her experience with the device? J&j user were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No.

Event description:
It was reported that during an unknown procedure the stapler didn't create a complete suture. The stitches didn't close at the distal end of the branches while the scalpel cut the tissue.

Manufacturer narrative:
(B)(4) date sent: 2/18/2026 b3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the healthcare professional wait 15 seconds after closing the device before attempting to fire? What color reloads were used? What was the surgical procedure? What was the indication for surgery? What was the anatomical structure when the incident occurred was it the first or second firing? Any photos or videos available? If yes, please send to productcompliant1@its.jnj.com. How was the issue addressed? What is the current patient status? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Additional information received: the client had to convert the surgery because the stomach had opened and they could no longer intervene laparoscopically, consequences for the patient: laparotomy in an obese abdomen and so much fear that things might degenerate, but this was not the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.